Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Attempts are being made to have the product returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00760. This event occurred in (B)(6).

Manufacturer narrative:
Corrected data: pt gender - male. Originally reported as female. Conclusion: no device failure. Complaint history reviewed. Product not returned for evaluation. No information regarding the surgical technique or product placement was provided. There was no specific complaint stated against this device.